Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced recurrent peritonitis. The peritonitis was manifested by fever and diarrhea. It was not reported if the pt was hospitalized. On an unreported date, the pt was treated for the peritonitis with mylan-fluconazole po (by mouth) and cefazolin (in dialysis solution bag for 6 hours). At the time of this report treatment remained ongoing. The cause of the peritonitis was unknown. The pt reported having a bout of peritonitis starting in the summer - which went away, then came back, and was on and off. It was reported that the patient¿s catheter is colonized (not further specified). The pt is scheduled to have his pd catheter changed six days into the new year. At the time of this report the pt was recovered. It was unknown if pd therapy was continued. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).initial onset of the peritonitis was reported to be on an unreported date in august 2013. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.